Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 48 hours after injection in the "malar region" with unspecified juvederm voluma, the pt developed edema at the injection site. Pt was treated with "corticoid and an anti-inflammatory" and has "had improvement".